Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a blood clotting problem occurred. As stated on the voluntary medwatch report mw1041878, "reporter is consumer who states that he hadn't been "right" since his drug eluting stent was placed in 2004. Reporter states that he had angioplasty in 1994, that lasted him 10 years. Then his stents were placed in 2004. Subsequently in 2005. He had bypass surgery. And approx 5 months later, he had to have a pacemaker placed. In 2006, reporter states he had another angioplasty procedure. He states that for the past 2 1/2 yrs, following the paclitaxel stent placement, he has suffered from numerous episodes of blood clotting problems. He is making this report because he feels FDA should look into the side effects of drug eluting stent placement." Additional info is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.